Event description:
The customer reported that the battery failed to charge.

Manufacturer narrative:
(B)(4). The customer reported that the battery failed to charge. The unit was evaluated locally by a philips field service engineer, and the failure was verified. Replacement of the power supply resolved the failure. The unit passed all post-service testing and remains at the customer site. As of (B)(6) 2010, there have been no further problems reported by the customer concerning this issue.